Event description:
Patient in ER with scalp laceration. ER physician reported staple gun not grasping scalp correctly and in the process, a staple slipped under the patient's skin lateral to her original laceration. ER physician unable to remove staple and called in specialist (plastics) to remove staple.